Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "air detector worn" which were not reproduced. The reported "air detector worn" was verified through a review of the event history log as ¿air-in-line! " alarms and found to be caused by cracks in the upstream sensor flex tail, which were discovered during a visual inspection. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with the air detector worn. There was no known patient injury or medical intervention associated with this event. No additional information is available.